Event description:
A physician reported a corneal perforation during a corneal rings procedure. The doctor inserted the thinnest pachymetry value as the tunnel depth.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. Based on the initial report the doctor inserted the thinnest pachymetry value as tunnel depth. Clinical bulletin sixty one describes the recommended safety margin of more than hundred and twenty five micrometers from the thinnest point (four hundred and one sixteen micrometers in this case). The user is responsible for inserting the correct values. The root cause could be identified as user handling. The manufacturer internal reference number is: (B)(4).